Event description:
A post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system (B)(6). Subject has pain and discomfort with the interlocking screws. They cause redness over the subject's knees and the subject would like them removed. Removal of hardware procedure of screws was completed on (B)(6) 2021.

Manufacturer narrative:
Please note correction to h6 (health impact code). The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The reported event that the patient required revision surgery due to pain and discomfort could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition unknown.

Event description:
A post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system subject 01-024. Subject has pain and discomfort with the interlocking screws. They cause redness over the subject's knees and the subject would like them removed. Removal of hardware procedure of screws was completed on (B)(6) 2021.